Event description:
(B)(4). Information was received from a healthcare professional regarding a patient receiving dilaudid (hydromorphone) 10mg/ml for a total dose of 0.999mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2016, a motor stall was seen at initial interrogation, and patient had recently had an magnetic resonance imaging (MRI). MRI was not due to device or therapy, and was being done for the patient's fractures and not related to the pump or therapy. Hcp reported when the patient went in for the MRI on (B)(6) 2016 and patient could not tolerate it due to pain at the shoulder, they had to stop the MRI. Hcp stated the pump was interrogated multiple times and has been updating it as well, but it still shoes that the pump was stalled. Hcp reported in the logs it confirmed the pump had been stalled for 4 hours and 5 minutes currently and had not recovered. It has been greater than 2 hours since the patient exited the MRI field. It was discussed re-interrogating the pump with logs and periodically interrogate the pump for stall recovery. It was suggested for hcp to stop updating the pump and let it run on its own, and it was reviewed to wait 10-15 minutes and re-interrogate the pump to check to see if motor had recovered. It was also reviewed if it does not then to check it again in another 10-15 minutes. It was reviewed/noted that the motor stall was expected to recover on its own. Additional information provided stated the patient administered dose was 0.45mg/bolus, lockout interval was 4 hours, dose restriction interval (dri) was 1x4 hours, maximum activations were 4, and daily dose with boluses was 2.791mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.